Event description:
Medtronic received a report that the pipeline failed to open distally and experienced resistance in the distal part of the phenom 27 microcatheter. The patient was undergoing treatment for multiple unruptured, saccular aneurysms located in the c4-c6 section of the right internal carotid artery. The max diameter was 20mm, and the neck diameter was 5mm. The landing zone was 4mm distal and 4.8mm proximal. The patient's vessel tortuosity was minimal. The access vessel was the right femoral artery, which was 7mm in diameter. Dual antiplatelet treatment was administered. It was reported that when the pipeline stent was delivered to the siphon bend of the internal carotid artery through the microcatheter, the resistance to delivery began to increase significantly. After the systematic tension reduction, the resistance was slightly reduced, but still not easy to deliver. It was still slowly and reluctantly delivered to the straight segment of the middle cerebral artery m1. The stent was deployed about 15mm distally but still did not open. Attempts were then made to retrieve and open it again, and to pull it back to the internal carotid artery to open it, but none of these operations could open the distal end of the stent. After the stent was removed from the body, it was observed that the distal end was damaged. The surgeon believed that it was a quality problem of the stent itself or the microcatheter product and requested that they be returned. After replacing the stent and microcatheter, the stent delivery and tip opening went smoothly, and the operation was successfully completed. There was no damage to the pipeline pushwire. The pipeline was not positioned in a bend and less than 50% had been deployed when it failed to open. The pipeline had been resheathed 2 or less times. The patient did not experience any injury or complications. Angiographic results post procedure showed contrast agent retention in the aneurysms with achieved the expected blood flow guidance effect. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227034084); product type: implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the event was not determined.

Manufacturer narrative:
H3: product analysis: ¿ as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within a dispenser coil. The pipeline flex pushwire was returned outside the phenom catheter. ¿damage location details: the pushwire was found to be bent at ~137.0cm and ~173.8cm from proximal end. The distal hypotube was found to be slightly stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, pads or with the proximal bumper. However, the proximal tip coil was found to be stretched. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex were found fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip and marker band were examined; and no damage was found. No other anomalies were observed. ¿testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Conclusion: based on the analysis findings, the pipeline flex and phenom 27 were confirmed to have resistance. The pipeline flex was found to be damaged. From the damages seen on the pipeline flex braid (fraying) ,pushwire (bending), hypotube (stretching) and tip coil (stretching); it is likely high force used during the delivery. It is possible these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the phenom 27 catheter against resistance. However, based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open at distal as the distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.